Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Two small longitudinal splits were observed in the catheter tubing, and evidence of kinking was observed at the location of the splits. A microscopic observation revealed the edges of the splits to be straight and the fracture surfaces were observed to flat and granular in texture. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported as the customer was flushing the PICC, saline was coming out of the PICC line insertion site. The customer took the PICC line out and found 2 very tiny holes on opposite sides of the PICC line and is situated about a cm above the securacath. Patient experienced pain, no serious injury or harm. The PICC line has been used. It was inserted (B)(6) 2023 and taken out on the (B)(6) 2024. It was used for cytotoxic medications. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported as the customer was flushing the PICC, saline was coming out of the PICC line insertion site. The customer took the PICC line out and found 2 very tiny holes on opposite sides of the PICC line and is situated about a cm above the securacath. Patient experienced pain, no serious injury or harm. The PICC line has been used. It was inserted (B)(6) 2023 and taken out on the (B)(6) 2024. It was used for cytotoxic medications. No other information was provided.